Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he noted particles of dirt on the lens. The iol was explanted and replaced. Additional info has been requested.